Event description:
The customer contacted stryker to report that their device was smoking and caught on fire. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.